Event description:
It was reported to philips that the customer is not seeing the 24-volt power supply in service mode. The device was not in clinical use. There was no patient or user harm reported. The customer stated to philips remote service technician that he is not seeing the 24v in service mode and customer is requesting support. The 24v power supply is out. The customer also confirmed that they replaced the power management (pm) board in attempt to repair the 24-volt issue but is still not seeing 24volts. The remote service technician asked the customer if he has confirmed the 120v coming into the unit on the power supply, in which the customer stated yes. The remote service technician advised the customer that if 120v is see on the power supply and 24v is not seen coming out, then to replace the power supply. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created.

Manufacturer narrative:
Multiple attempts were made to obtain additional information regarding the repair and operational status of the device, however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.